Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their tooth is crooked. The patient said their previous aligners and latest refinement aligners have pushed one of their front teeth upwards and slightly back. It's out of alignment with their other front tooth. The patient stated that they look worse than when they began this treatment program 1 1/2 years ago. Then the patient reported going to the dentist for them to check their teeth after their october 28th cleaning. The patient told him that they were not to wear their aligner for 14 days so the front tooth that was pushed upwards returned back down into regular straight position. He said that removing their aligner could cause any tooth to move, not necessarily the front tooth that was pushed upwards. It seems as if their crooked tooth was the tooth that moved and got worse. The treatment team recommendation advised the patient to have a 14-day resting period on the upper aligner for intrusion of tooth #8.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.